Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic was not communicating. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log. Both the fos jumper cable and fos connector cables were reseated onto the fos module. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
N/a.